Event description:
Complainant claims that the polyethylene liner was worn.

Manufacturer narrative:
The device was returned for evaluation. The wear pattern is consistent with vertical positioning of the cup. With vertical positioning, load is not evenly distributed across the liner and accelerated wear can result. There was no significant reduction in liner thickness. There is no evidence that a product problem contributed to the observed wear.